Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve error 23062. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure, error 23062 on degrees of freedom (dof) 9. The unit was tested on an in-house system and failed normal mode because error 23062 was triggered. The dof9 stator cable did not appear to be damaged and was fully seated. The unit was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, direction, chipencoder virtual absolute (cva), brake, insertion buttons and check cannula tests, but failed the carriage switches, sine cycle and encoder linearization on dof9.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system generated a non-recoverable fault. The customer disabled the system's universal surgical manipulator (usm) 4 and completed the procedure as planned. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and observed multiple 23062 errors, pointing to the axis 8, 3-phase motor. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.